Manufacturer narrative:
(B)(4). Date of initial report : 07/30/2015. The customer has indicated that the incident unit will not be returned for evaluation. If additional information pertinent to this incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcefxcs generator was used during a right total hip replacement procedure in which the patient received a burn. The patient was in the lateral position with a return electrode positioned on her left thigh. A self-retaining retractor had been flash-sterilized and then used to gain access to the joint at the start of the case, during which time no energy was being activated and the electrosurgical pencil was holstered. Once the surgeon had attained access to the joint, the retractor had been removed. When the procedure was complete and the drapes were removed, a white outline of the retractor was observed on the patient's leg where it had been positioned earlier. The while outline was later determined to be a second degree burn. The burn area was treated with silver sulfadiazine dressings and xeroform. The patient consulted with plastic surgery while hospitalized, and then again after being discharged. The plastic surgeon did one debridement of eschar at the office, and documented that the burn was healing nicely. Currently, the patient is not experiencing any pain related to the burned area.